Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Customer's blood glucose (bg) was in the 500s(mg/dl). Manual injections were administered to address bg level. Although requested, the customer declined to perform a pump system check with tandem technical support to determine a possible cause. Reportedly the customer reverted to manual injections for insulin therapy.